Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is rec'd, a summary of the investigation results will be provided in a supplemental report.

Event description:
Customer states: during use, an air leak was observed. Customer confirmed that no fault was identified during pretesting efforts. The info provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no add'l harm to the patient.